Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 11:07 am, the meter result was 5.6 inr. At 11:17 am, the meter result was 4.8 inr. At 11:20 am, the meter result was 3.9 inr. Customer's therapeutic range is 2.0-3.0 inr. The customer tests every two weeks.

Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr, qc 2: 5.4 inr, qc 3: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.